Manufacturer narrative:
No information available regarding the product that was involved. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. An attempt to contact the patient for additional information was made; however, there has been no response from the patient. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. If additional information would be available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended.

Event description:
Complainant alleged that they were forced to have their lap band removed because it didn't work. No other information was provided.